Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided. Reportedly, customer did not bolus for their meal which elevated their bg levels. Customer did not address how bg was resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.